Manufacturer narrative:
The investigation determined that lower than expected vitros phenytoin (phyt) results were obtained on a single patient sample when tested using vitros chemistry products phyt slides in combination with two vitros 5600 integrated systems. The root cause of this event was determined to be user error in not processing the collection tube following the tube manufacturers recommendations. The customer processed the sample at 5143 rpm for 3 minutes in a centrifuge with an arm radius of 3 inches. This equated to an rcf of 2225. The tube manufacturer recommends processing the sample at 1000-1300rcf for 10 minutes. The customer did not indicate any hemolysis but stated that there was a ¿little¿ red button of cells above the gel in the tube when examined on (B)(6) 2019. The sample was not spun or reprocessed in between test events. The variation in results is consistent with cellular contamination as by moving the tube from tray to tray or to another instrument, the red cell button could be disrupted causing a shift in predicted results. The investigation found no evidence to suggest a malfunction of either the vitros 5600 integrated systems or vitros phyt lot 2618-0169-6410. There was no allegation of patient harm as a result of this event as the unexpected low results were not reported. However, the investigation cannot conclude that alternate patient sample results would not be affected if the event were to recur.

Event description:
A customer obtained lower than expected results on a single patient sample when using vitros chemistry products phenytoin (phyt) slides on two different vitros 5600 integrated systems. J56001435 ¿ a result of 8.50 ug/ml was obtained vs the expected result of 24.07 ug/ml. J56001428 - a result of 7.58 ug/ml was obtained vs the expected result of 24.07 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were not reported out of the lab, and there were no allegations of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4) and (B)(4).